Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that infusion set's tubing was detached from connector from (B)(6) 2023. The issue occurred with six same type of infusion sets used within a day of each other. Further, the patient had to replaced 5 before the 6th one currently working. The blood glucose level of the patient was 450 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.